Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after overeating and not reconnecting the ilet while it was charging, with self-estimated glucose between 250¿300 mg/dl, and they corrected by reconnecting to the ilet; no device component issue was identified and the medical device problem remained unspecified due to limited details. Symptoms included hyperglycemia. Outcomes included insufficient information regarding long-term impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.